Event description:
On (B)(6) 2013, the patient was implanted with vns. Two system diagnostic tests (one out-of-pocket and one in-pocket) were performed, which showed the device was within normal limit. During the second system diagnostic test (in-pocket), the physician reported a bradycardia issue. The anesthesiologist referred to it as a "systolic pause" of approximately 5 seconds. They both believed this was due to the vns stimulation. No issues were observed during the first system diagnostic test (out-of-pocket). The physician proceeded with the surgery and stated he would inform the patient's neurologist of this issue, so they would be aware prior to dosing the patient. Final interrogation confirmed the output and magnet currents were both set to 0.0 ma. Follow up indicated the patient recovered after stimulation ended. No other information was provided.